Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked every 2 minutes. Customer stated they did displacement test and it passed and after self test they received multiple pump errors. Assisted customer in performing a 5.0 unit fill cannula. Customer stated the insulin exited. The insulin pump will not be returned for analysis.